Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip is twisted and fractured. The findings are consistent with excessive torsional forces since the surface is deformed in a spiral formation. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for vitality screw driver for the failure of tip deformation. The device was likely damaged due to the repeated usage and/or excessive torque of the instrument leading to the deformation and fracture. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a vitality driver with a twisted tip was discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a vitality driver with a twisted tip was discovered at a warehouse upon return from the field. Patient/surgical/event information was not provided.